Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, he experienced a low blood glucose and he ate candy to bring it up. Customer fell asleep and didn't treat for the candy and while he slept the insulin pump alarmed no delivery. Customer's blood glucose was 427 mg/dl. She then changed her set and bolus. Went to the movie and drank soda and unsweetened ice tea treated with manual bolus and blood glucose was over 600 mg/dl. Customer checked her bolus history and stated she had treated with 100 units of insulin and wants to make sure she doesn't crash. Customer declined troubleshooting and will treat high manual injections in attempt to bring blood glucose down. She will call back when she feels better to troubleshoot the insulin pump. The device is not being returned for analysis.